Event description:
It was reported that the right atrial lead exhibited oversensing and inappropriate mode switches. The lead was explanted and replaced during a device changeout procedure. The patient experienced no adverse events.

Manufacturer narrative:
(B)(4).